Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 - 510k: this report is for an unknown constructs: fns /unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: (B)(6). H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in china as follows: this report is being filed after the review of the following journal article: jiang, q. Et al (2023), nonanatomical reduction of femoral neck fractures in young patients treated with femoral neck system: a retrospective cohort study, bmc musculoskeletal disorders vol. 24 (412), pages 1-7 (china). The aim of this multicenter, retrospective cohort study was to evaluate the clinical effect of nonanatomical reduction in young patients with fnfs treated with fns. Between september 2019 and december 2021, a total of 58 patients with femoral neck fractures treated with femoral neck system (synthes) were included in the study. According to the reduction quality immediately following surgery, patients were classified into positive (group a), anatomical (group b), and negative buttress reduction (group c) groups. 19 patients (10 male and 9 female) with a mean age of 50.2 ± 10.7 years belong to group a, 21 patients (11 male and 10 female) with a mean age of 49.6 ± 10.9 years belong to group b and 18 patients (10 male and 8 female) with a mean age of 49.9 ± 10.6 years. Mean follow-up time was 18.6 ± 9.3 months. The following complications were reported as follows: 8 patients had postoperative complications. 6 patients had shortening and varus. 4 patients had femoral neck necrosis. 2 patients had nonunion. 2 patients had revision surgery. 4 patients suffered implant failure, among which 2 patients accepted a total hip arthroplasty and achieved excellent outcomes. Negative buttress reduction group (group c): 4 patients had postoperative complications. 3 patients experienced shortening and varus. 2 patients had femoral neck necrosis. 1 patient had nonunion. 1 patient had revision surgery. This report is for an unknown synthes fns this is report 1 of 1 for complaint (B)(4).